Manufacturer narrative:
During inspection and testing, foreign material was found protruding from the air/water nozzle due to insufficient reprocessing. The material appeared to be a white plastic-like substance. In addition, the light guide lens was chipped, the adhesive on the light guide lens was worn, the objective lens was chipped, the adhesive on the objective lens was worn, the adhesive on the distal end was worn, the illumination is uneven in the image, the up/down/left/right angulation was out of specification, there was play evident in the up/down and left/right angulation, air and water volume was out of specification, the water flow failed, water removal failed, and the electrical safety test did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel was blocked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign debris). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the brush was broken while brushing the a/w (air/water) valve, and bristles of the brush entered the a/w channel and clogged in the nozzle. B) fragments of injection tube or silicone rubber products entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507) inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories brush the channels. The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.